Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with no ultrasound. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely, by tightening the tip of the handpiece. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece was manufactured on july 29, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the customer not tightening the tip of their handpiece all the way. The manufacturer internal reference number is: (B)(4).